Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "during the pelvic open reduction and internal fixation (orif) procedure, it was noted that while drilling through dense bone, the tip of a drill bit broke off and remained inside the patient."